Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
An area technical operations manager (atom) reported finding thermal damage on a wire that was connected to the motor protection switch (mps) of an aquabplus 1500. Specifically, the atom reported that the ¿wire on the power button was melted¿. The defective mps was found on stage 1. After finding the damaged power switch on stage 1, the stage 2 power switch was subsequently inspected where no damage was found. The machine was non-operational and powered off at the time of this discovery. The atom was training someone on how to use the reverse osmosis (ro) system. When the atom lifted the hood of the ro, they noticed a cable lug that used to be yellow was now completely charred. There was no evidence of any burning smell, smoke, sparks, or flames. It was confirmed that there were no alarm codes displayed on the system. The thermal overload switch had not been tripping and there were no blown fuses in the local power supply. The atom also confirmed that there were no power grid issues around the date of the event. To resolve the reported issue, the atom replaced the mps and damaged cable. The atom stated the machine is not used often for training. The rinse mode on the machine is programmed to occur every two hours, while the heat disinfect is programmed to occur once a week. The atom stated the ro is placed in supply mode routinely to perform ongoing maintenance on the dialysis machines. The atom stated that this was the first time the ro was used for training. There was no service performed on the ro that prompted the atom to lift the hood. The atom believed it was the first time the hood was lifted on the ro since installation nine months earlier. The atom provided the ftp machine files for review, as well as photos of the damaged parts. The atom stated the parts were available to be returned for evaluation.

Event description:
An area technical operations manager (atom) reported finding thermal damage on a wire that was connected to the motor protection switch (mps) of an aquabplus 1500. Specifically, the atom reported that the ¿wire on the power button was melted¿. The defective mps was found on stage 1. After finding the damaged power switch on stage 1, the stage 2 power switch was subsequently inspected where no damage was found. The machine was non-operational and powered off at the time of this discovery. The atom was training someone on how to use the reverse osmosis (ro) system. When the atom lifted the hood of the ro, they noticed a cable lug that used to be yellow was now completely charred. There was no evidence of any burning smell, smoke, sparks, or flames. It was confirmed that there were no alarm codes displayed on the system. The thermal overload switch had not been tripping and there were no blown fuses in the local power supply. The atom also confirmed that there were no power grid issues around the date of the event. To resolve the reported issue, the atom replaced the mps and damaged cable. The atom stated the machine is not used often for training. The rinse mode on the machine is programmed to occur every two hours, while the heat disinfect is programmed to occur once a week. The atom stated the ro is placed in supply mode routinely to perform ongoing maintenance on the dialysis machines. The atom stated that this was the first time the ro was used for training. There was no service performed on the ro that prompted the atom to lift the hood. The atom believed it was the first time the hood was lifted on the ro since installation nine months earlier. The atom provided the ftp machine files for review, as well as photos of the damaged parts. The atom stated the parts were available to be returned for evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: the manufacturer indicated that a sample was not required to perform the investigation. The complaint was confirmed by reviewing the machine files and the provided pictures. The discoloration on the l2 cable lug was caused by bad contacting due to low contact pressure between the crimp connector/cable lugs and its contact pin at the motor protection switch (mps). The low contact pressure resulted in high contact resistance and thermal power loss. Over time, lifting the monitor hood loosens the connections between the wiring and the cable lugs connected to the contact pins at the mps. The failure pattern is known, and it was addressed in a CAPA project. Corrective actions were defined and implemented. The design of the crimped cable lug has been changed. However, the affected device was built before the implementation of the design change. Based on the information available and the provided pictures, the reported event was confirmed.